Event description:
It was reported that the patient the patient received multiple inappropriate shocks due to oversensing of a wide morphology and noise. The product has been explanted and will be replaced with a transvenous system. There were no additional adverse patient effects.